Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room on (B)(6) 14 for a high blood glucose level of 525 mg/dl. Customer had multiple highs and took a bolus with the pump, but the blood glucose levels were still elevated. Customer found the site and removed it. Customer changed the set and the blood glucose levels would not come down. Customer found that the cannula was bent. Customer took a manual injection and then visited the emergency room. Customer was treated with an IV drip and was wearing the pump at the time of the visit. Customer was connected to another site and her blood glucose levels were still climbing. Customer checked the site and it was also kinked. Customer stated that the failed sites related to the serter. Serter will be replaced. No additional information provided.